Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited episode an inappropriate shock due to episodes of over-sensing of noise and under-sensing. A request was made to have data from this device analyzed. Rhythm care reviewed device data, advising that shock impedance measurements are in the caution area. Rhythmic reviewed device data and provided recommendations for monitoring the patient closely and x-ray imaging.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to update a1 (patient identifier) h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and h11 (additional MFR narrative). The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the report complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the clinical observation was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited episode an inappropriate shock due to episodes of over-sensing of noise and under-sensing. A request was made to have data from this device analyzed. Rhythm care reviewed device data, advising that shock impedance measurements are in the caution area. Rhythmcare reviewed device data and provided recommendations for monitoring the patient closely and x-ray imaging. The device remains implanted. No adverse patient effects were reported.